Event description:
It was reported that the max exposure rate on the 2600 system exceeds 20 r/min in all three field of view (fov). There was no report of pt injury.

Manufacturer narrative:
The reported issue was addressed by adjusting the max r/min in boost to less then 20 r/min (17.65) in all 3 field of view (fov) modes. However, during the follow up investigation, identified the need to complete a generator calibration and an aec (automatic exposure control) calibration. Appropriate test tools have been ordered to complete the identified calibrations. A follow up report will be filed when additional details become available.